Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the equipment failed the operational test and was releasing below the selected load. There was no reported patient involvement.

Manufacturer narrative:
Philips received a complaint on the heartstart mrx defibrillator indicating that device failed the operational verification test due to energy being supplied lower than expected. There was reportedly no patient involvement. A philips field service engineer evaluated the device onsite and it was determined that this was a malfunction of the defibrillator capacitor assembly which was replaced. The device was returned to full functionality. The device remains at the customer's site. No further evaluation is warranted at this time.